Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that keypad was blocked. There was no indication of troubleshooting or the issue being resolved during the call. There was no indication of the insulin pump returning for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self-test. Unit was received with intermittent all the buttons response due to corroded keypad traces. Keypad connector was fully locked. Unit was received with missing keypad overlay.